Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that there was a beeping noise coming from the mobile view station (mvs). This was noticed in the operating room (or) with a case that did not involve the imaging system but the imaging system was in the room. This was not being used for the case and there was no patient involvement or impact reported. The medtronic representative replaced the uninterruptible power supply (ups) and the mobile view station (mvs) power board. The replaced parts were not sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that there was a beeping noise coming from the mobile view station (mvs). This was noticed in the operating room (or) with a case that did not involve the imaging system but the imaging system was in the room. This was not being used for the case and there was no patient involvement or impact reported. An onsite inspection was scheduled for a later date.